Manufacturer narrative:
Event date: (B)(6) 2018. The device was evaluated by the service technician and the blower was replaced. The device passed specification and performance testing after the repair was completed.

Event description:
It was reported that the machine was not booting and an error occurred. There was no patient or user harm reported. The event date was not specified, estimate used.